Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced overheating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
As per the additional information received in the complaint, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event as the issue is associated with fsca 268 - system over temperature, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.